Event description:
It was reported by svc report that the right foot-end siderail was jammed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty right foot-end siderail assembly.